Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2018 at 5:30 pm, the patient obtained an alleged inaccurate high blood glucose reading of ¿236 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The reporter informed the csr that the patient manages his diabetes with insulin (self-adjuster). The reporter claimed the patient took his usual dose of humalog insulin at 5:30 pm in response to the elevated result. The reporter stated that 2 hours after the alleged issue occurred, the patient developed symptoms of ¿sweating, grueling, can't swallow or drink and almost passed out¿. The emergency medical services were reportedly contacted for assistance. The reporter claimed that at 7:55 pm, the ems treated the patient with IV fluids and granola bars to raise his blood glucose. The reporter claimed that the patient¿s blood glucose was measured on ems device and results of ¿12, 18 and 156 mg/dl¿ were obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking a dose of insulin based on an alleged inaccurate high result obtained with the subject meter.